Event description:
It was reported that the monitor turned itself off after one hour or sometimes did not turn on at all. The issue was found before an unspecified diagnostic procedure. The procedure was completed using an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction was likely caused by a faulty main control board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.